Event description:
It was reported that the patient presented to the emergency department at 12:30 am on (B)(6) 2026, due to elevated blood glucose levels after approximately 24-36 hours of pod wear. It was further reported that the patient received alerts on the omnipod 5 app advising a switch to manual mode. The patient reported symptoms of dizziness and lightheadedness, with blood glucose measuring 580 mg/dl on a personal continuous glucose monitor (cgm) and 508 mg/dl on the dexcom g7 cgm in use at the time. Prior to presenting to the emergency department, the patient reported administering lyumjev insulin. Upon arrival at the emergency department, blood glucose levels had decreased to 360 mg/dl. Medical evaluation included assessment of blood glucose levels, electrocardiogram, and blood and urine laboratory testing. The patient was diagnosed with hyperglycemia and was treated with intravenous fluids. The emergency department visit was six hours, and the patient was discharged the same day at approximately 6:30 am.

Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to determine if any product condition could have contributed to the reported emergency room visit, and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: ap3a.240905.015.a2.s926u1ueu4byd9. Hardware: sm-s926u1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod arrived fully deployed. The data downloaded from the received device showed the pod did not generate a hazard alarm during operation. No abnormalities were present in the data. Pod data indicates the pod operated and delivered insulin as intended during operation. No invalid estimated glucose values (egv) were observed in the patient history buffer (phb). No damages or defects that would affect the delivery of insulin were observed.